Manufacturer narrative:
Device not returned, follow up with company rep.

Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level l1. The inflatable balloon tamps (ibt's) were inflated and removed; the cement was placed and there was no visible extravasation of cement. The procedure was performed successfully. Reportedly, the pt was in poor health prior to the procedure, and monitored anesthesia care was utilized during the surgery. Within one hour post-procedure, the pt experienced a myocardial infarction and expired. Reportedly, the physician did not feel that the pt's death was related to a medtronic spine device. No add'l info was reported.